Event description:
When trying to perform a paracentesis, the staff pulled a drainage bottle, but it was not working as intended. On looking at other bottles in the dept. They all had a crack in them which prevented them from working. The provider used a needle to remove fluid rather than using the bottle since they were all defected.